Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined, as to why the residual liquid in the distal end remained. The foreign material was unable to be identified. The event can be prevented, by following the instructions for use (IFU): IFU states, that detection method in tjf-q190v, operation manual chapter 3 preparation and inspection. IFU states, that preventive measure in tjf-q190v, reprocessing manual chapter 5 reprocessing the endoscope. Based on the results of the investigation, it is likely, that the stain inside the light guide (lg) lens remained, due to humidity invading the lg-lens. Which led to corrosion likely, occurred by applied physical stress to distal end such as hitting and dropping and/or lg-lens glue peeled off by chemical stress, such as chemical solutions used for the device. Therefore, corrosion started to appear. The event can be prevented, by following the IFU: IFU states, that detection method in tjf-q190v, operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process in addition to the distal end having foreign material and the light guide lens having a stain, additional findings were as follows: switch box had a dent; air/water cylinder had no color; suction cylinder had no color; connecting tube had a cut; distal end was shaved; distal end had residual liquid; and adhesive around light guide lens had discoloration. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, evis exera iii duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the distal end had foreign material and the light guide lens had a stain. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.